Manufacturer narrative:
The engine iport was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The engine iport was installed into a known working system. The system initialized, they ran rad gain calibration, fluoro gain calibrations, 2d and 3d images were successful. No failure was found. The mobile view station (mvs) interface cable was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The mvs cable interface was bench tested. The cable passed continuity, gbit, and 100t test. They installed the cable into a known working system for several days. The system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Multiple 2d and 3d images were acquired . No errors detected while under test. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). The manufacture representative went to the site to test the imaging system. The reported issue was confirmed and troubleshooting was performed and error logs were checked. A new pleora iport was replaced and a new umbilical/interconnect cable was installed. The system was tested, 2d and 3d images were taken, no errors were found. A system check out was performed and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site wanted to make a 3d spin for a check at the end of the surgery, but is was stopped. The mobile view station (mvs) screen showed message about "navigation accuracy". Troubleshooting included the manufacturer representative going to the site but they could not find any faults, the system was functioning normally without a screen messages. There was no delay to the procedure no impact on patient outcome.